Event description:
It was reported that catheter stuck on hydrophilic guidewire occurred. An angiojet zelante catheter was advanced for thrombectomy procedure. During the procedure, the hydrophilic guide was stuck in the catheter preventing adequate aspiration. Another angiojet zelante was used, however, the same event occurred. Both devices were removed and another of same catheter was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).